Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Manufacturing location: (B)(4). Manufacturing date: march 11, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the patient was implanted with a distal femoral nail (dfn) on (B)(6) 2016 to treat a fracture after a slip on the stairs. The patient was again fully mobilized. In early (B)(6) 2016 the patient went to the hospital because of unclear swelling and movement related pain in the right thigh. She could not recall any further trauma. On the x-ray and CT scan the distal femoral nail was seen to be broken five (5) centimeters distal to the tip in the area of proximal locking, and the distal nail had torn out part of the mediodorsal femur in the fracture area. The fracture was not healed, and pseudarthrosis was present. The device was removed on (B)(6) 2016. No information available about patient condition and outcome. Concomitant reported part: screw (quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing investigation was performed on the returned device (dfn ø12 cann l240 tan green, part # 451.823, lot # 9406434). The measurable dimensions of the distal femoral nail ø 12.0mm were checked and found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard for implants. Nail is broken through the second proximal locking hole. There are normal signs of use visible on the surface of the nail. All dimensions relevant for the function of the part were measured and found to comply with the specifications. The fracture surface is homogeneous what indicates material conformity to the specification as well. Although the exact cause of failure cannot be determined, this complaint condition is likely a result of complication during the healing process, e.g. Non-union, delayed union. A manufacturing or material related condition can be excluded. The parts 450.885/450.864/459.32 were returned as concomitant devices without an alleged complaint condition. Upon visual inspection, there is no evidence that these devices contributed to the complaint condition, and therefore no additional investigation will be performed. No product related issues were found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices: spiral blade (part # 450.885 lot # 9585138, quantity 1), locking screw (part # 450.864, # lot 9620486, quantity 1), locking bolt (part # 459.320 lot # 5935190, 5938112, quantity 2).

Manufacturer narrative:
Describe event or problem: updated information. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2016 the patient underwent the revision surgery. The distal femoral nail was removed without any problem. The broken nail tip was retrieved with a kirschner wire bent into shape. The patient was then implanted with a 332 mm zimmer ncb plate. Allobone was then inserted in the pseudarthrosis gap. The synthetic bone was placed dorsally, medially and ventrally.